Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies observed. It was noted that the lower case was broken. (B)(4).

Event description:
It was reported that the biomedical engineer was using the sigma pace 1000 to test the external pulse generator (epg) and it was found that the sensitivity was out of specification. It was also reported the sense amp was low. Therefore, the epg was returned for repair. There was no patient involvement.